Manufacturer narrative:
The following fields have been updated with corrected information: h.3 reason code for no evaluation: other h.3. If other specify: see h.10 h3 other text : see h.10.

Event description:
It was reported that on 3 occasions the device would not depress to inject medication during use with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that consumer attempted to inject 3 times as device would not depress.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of birth: birthday was not provided, only the age (B)(6) 1940 was entered based of age. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user facility¿s location. Device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that on 3 occasions the device would not depress to inject medication during use with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that consumer attempted to inject 3 times as device would not depress.